Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient that had an aortic dissection distal to the original (initial) afx graft. The dissection was performed due to possible ballooning from the right common iliac after physician placed the afx, but not completely sure. Patient was symptomatic. Physician elected to add non-endologix (vbx) stents to correct the problem. The dissection was performed on the same day as the initial implant date. Rep confirmed that patient never left the hospital. Patient is reported doing fine.

Event description:
The procedure was performed on (B)(6) 2018. An afx2 bifurcated stent was implanted. After implant, a dissection occurred in the right common iliac, distal to the implant. It is possible that the dissection was due to ballooning; however, it is not clear. The physician sealed the dissection with non-endologix stents. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the reported aortic (right common iliac artery) dissection distal to afx2 graft. Reportedly, the dissection was possibly due to possible ballooning on right common iliac artery; however, clinical assessment was unable to confirm this. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition. A root cause for the reported dissection was unable to be determined. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.